Event description:
The customer reported a probe drip on the ortho provue analyzer. The customer indicated that the reagents were contaminated. The customer aborted testing and discontinued the use of the instrument. No erroneous results were reported. Probe drip may lead to dilution of sample/reagent, carry over and/or cross contamination and erroneous results which could lead to transfusion of incompatible blood.

Manufacturer narrative:
An ocd field engineer visited the customer site. The fe replaced the pressure regulator and adjusted the pressure to return the instrument back to normal operation. This customer has not logged any similar complaints against this analyzer since this incident. (B) (4).